Event description:
It was reported that this right ventricular (rv) lead was attempted implant. During the implant procedure, an attempt was made to implant this lead, however adequate support could not be achieved. The physician then switched to the right side and attempted to implant however, the electrical parameters according to physician were suboptimal. The pacing impedance measurements were measuring around 2200 ohms and thresholds were greater than 2v. It was noted that the procedure proved to be quite complex due to the patients cardiac anatomy. Subsequently a different rv lead successfully implanted. No adverse patient effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.